Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage due to a hole near the hub. The following information was provided by the initial reporter: it was reported by the customer that the IV catheter had a hole near the hub which resulted in blood leakage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2022 investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received one opened package with a 24g x 0.75in catheter adapter assembly that is attached to a miscellaneous luer lock syringe. Damage was observed inside the nose of the adapter. The catheter adapter was then removed from the catheter where the catheter tubing was found pierced. A leak test was then performed where leakage was observed near the nose of the adapter. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage due to a hole near the hub. The following information was provided by the initial reporter: it was reported by the customer that the IV catheter had a hole near the hub which resulted in blood leakage.